Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited ventricular impedance measurements greater than 3000 ohms that were stored in the device's daily measurements.